Event description:
The ge oec 9800 fluoroscopy system would not boot up. The system was inoperable. No pt involvement as system had attempted repair by facility engineering.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the facility biomed dept has attempted repair and corrupted the software and erased the flash nodes and persistent nodes. The system was re-loaded and calibrated. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.